Event description:
Customer reported hospitalization due to diabetes ketoacidosis. The blood glucose reading at the time of the event was 790 mg/dl. Customer was vomiting, could not decrease the blood glucose level. Husband had taken customer to hospital. Admitted to ICU. Hospital treated with IV drip of insulin. Customer was hospitalized for three days. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.